Manufacturer narrative:
.

Event description:
It was reported the pt was experiencing an overstimulation sensation and shocking or jolting from their implanted neurostimulator. The sensation was felt when using the copier at work, when the pt was near theft detectors, and when near certain household appliances such as the television or microwave. Shocking was also reported when the pt turns. There were problems with recharging due to coupling or communication issues, specifically, "could not get more than six boxes to fill in." Add'l info received indicated the pt works at a warehouse merchandiser. The shocking sensation was thought to be due to lifting, twisting, turning, too soon ater implant (5 weeks). The pt was seen at the clinic. The pt was to return to work on light duty and follow up with their hcp in a couple of weeks. No explant was planned.